Manufacturer narrative:
The device did not returned for analysis, however, based on the media provided, it was possible to confirm the reported allegation of product not sterile. Also, a correction on the initial report was made on the field impact code (f10 and h6), in sections f-for use by uf/importer and h-device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution was sent out to the customer and the sterile package was compromised. The pouch was missing. The discovery was made before the procedure and was a device pulled from the current inventory. No patient complications were reported. No damage was noted on the devices. The device is not returning for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution was sent out to the customer and the sterile package was compromised. The pouch was missing. The discovery was made before the procedure and was a device pulled from the current inventory. No patient complications were reported. No damage was noted on the devices. The device is not returning for analysis (disposed).